Event description:
It was reported that the tip of the drill broke off and remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device manufacturer date is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: drill bit broken and remained inside the patient. Probable root cause: design, drill design too weak, drill material too weak, manufacturing processes selected weaken drill material, drill extends too far beyond guide, bushing does not keep drill in orientation with guide (iconix without needles disposable drill only). Process, drill manufactured out of specification. Application: excessive force while drilling selection of wrong drill reuse of disposable drill use of reusable drill past lifetime (after it has become dull) starting and stopping drill pulling drill out of bone without running drill moving drill guide during drilling. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the drill broke off and remained in the patient.